Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that when the microwave antenna was withdrawn from the patient, the operating radiologist noticed something extruding from the tip of the antenna. There was no patient injury. Upon return and investigation, part of the insulation was peeled back, exposing bare metal.